Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the back light was dimmer, scratches on the screen hindering viewing of settings. The customer¿s blood glucose level was unknown. The customer also reported that clock was slow and had to adjust every 2 months during rewind and priming motor was running slower and rejected batteries. The device will be returned for analysis.